Event description:
The customer contacted baxter's service center regarding the homechoice overheating which occurred on the homechoice (hc) during dwell 1. The hc was swapped. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event history log review did not reveal any issues related to the reported problem. The device was visually inspected with no issues noted. The device was tested under temperature monitoring software with no issues noted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that are related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.